Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Caller did not provide product information for the unknown accu-chek system.

Event description:
Customer received a result of 3.6 mmol/l on the mobile system, and a result of 1.2 mmol/l obtained on an unknown accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.